Event description:
The customer returned the unit stating that the "hex" is not greater than "co" when the plunger retainer is empty. During in-house testing, the unit failed to alert occlusion. There was no pt injury or treatment associated with this event.